Event description:
Malfunction: tracker misalignment. The head nurse reported the eye tracker was not tracking properly. The site was able to track and complete the procedure successfully with no harm to the pt. Pt's outcome was not affected. The site was not focusing the eye before proceeding with tracking. This procedure is in the user manual and the site was instructed to follow procedure as outlined.

Manufacturer narrative:
Determination of root cause: assessment: a review for three months prior to the date of this event ((B) (6) 2007 to (B) (6) 2008) showed no previous complaints of tracker misalignment for this system. F/u indicated the site was not focusing the eye before proceeding with tracking. This procedure is in the user manual and the site was instructed to follow the procedure as outlined. Conclusion: the root cause of this event is user error, specifically, the site not focusing the eye before proceeding with tracking. No further preventive and corrective action warranted at this time. (B) (4). (B) (4). (B) (4).